Event description:
The letter from the attorney alleges the consumer sustained injuries from an automobile accident. The attorney believes an alleged defective part on the ivc wheelchair played a part in her injuries. Attorney provided information on 6/02/06 that plaintiff sustained a fractured femur.

Manufacturer narrative:
Information indicates user was being transported in a vehicle while in their chair. This is not in accordance with manufacturers owners manual. Chair is not designed for occupied use in a moving vehicle.